Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured. Shows signs of repeated use (nicks, gouges) the dovetail feature is flared, also fractured on the medial side of post. All pieces were returned DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the during the trial reduction in a knee arthroplasty, the top portion of the articular surface provisional fractured in half. Fragmented parts did fall into the patient's wound, however, all pieces were successfully retrieved. No other adverse events were reported as a result of this malfunction.